Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 368887) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter with an unknown serial number when compared to a laboratory result using an unknown method. The meter result was 2.1 inr and the laboratory result was 2.8 inr. It was noted that the 'problems started when the strip lot was changed.' The patients therapeutic range is 2.5-3.5 inr.